Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred vision. Hence the lens was replaced with another lens of same model in a secondary procedure. The clinical reason for implant was unexpected rotation of lens. The broken haptic was found to be the problem. Additional information was received stating that, there was no patient harm and the patient's issue was resolved. At post operative visit, the lens was well centered. The surgeon is confident that good vision will be obtained similar to the first eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).